Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined to further system check with tandem technical support due to changing out cartridge prior to call, so root cause could not be determined . Customer's blood glucose was 264 mg/dl.